Manufacturer narrative:
(B)(4).

Event description:
Surgeon drilled a 9.5 mm tunnel first, loaded 2 cobraid ultrabraid suture into the pulling hole of the eb direct 9mm implant, graft was 9.5 mm in diameter but surgeon was able to load it onto eb. While attempting to pull the construct through the tunnel both sutures broke in the same place. In their attempt to back the graft back the button flipped into the joint at the top of the tibial tunnel which resulted in a mini arthrotomy to remove the graft construct. Surgeon then re-drilled the femoral tunnel with a 10mm drill and re-pulled the implant/graft into the tunnel without any further complications.